Event description:
Hello. I had a bard double-lumen hickman cvc placed on (B)(6) 2020, at (B)(6). On (B)(6) 2021, one of the lumens cracked (went to flush, saline sprayed everywhere) lumen was cracked. On (B)(6) 2021, new bard double-lumen power line was placed at same ir dept ((B)(6) hospital). They placed new hickman with a guidewire. On (B)(6) 2021, discovered lumen cracked again. When I alerted the ir dept at (B)(6), they told me "this is a common occurrence l. Frankly we're surprised line lasted this long).? Speaking with other patients, I learned this is absolutely not normal. The individual I spoke with is (B)(6), at the (B)(6) ir dept. I am very gentle/careful with my line. I move the clamps to different areas of purple lumen lines, after heparin locking. I am concerned bard has a faulty product, as this is not a common problem (according to other patients, who have had their hickmans for +2yrs, with no cracking lumen issues. (B)(6) hospital doesn't seem to be taking the issue seriously. As blood is now backing up in that lumen, I feel this is a serious problem with the bard product. My name is (B)(6). Dob: (B)(6). Cell: (B)(6). I don't have serial numbers at present, but I should be able to find that info for you. FDA safety report ID # (B)(4).